Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va0h9n5 serial# implanted: (B)(6) 2014 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient experienced shooting pain and discomfort sometime in august. She called doctor and they instructed her to turn device off and come in to be seen. Discomfort subsided when device was off. It was also noted that impedance showed greater than 4000 on all electrodes. The patient had been scheduled for lead revision for surgical intervention. The patient will get more information from the doctor when they meet on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the sudden pain was not determined. The patient had an appointment scheduled for (B)(6) 2017. However, the pain did resolve after turning the device off.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) lot# va0h9n5 implanted: (B)(4) 2014: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient just awoke in groin pain. They contacted their hcp and turned it off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nervstim and gastrointestinal/pelvic floor. It was reported the patient had severe pain in their groin. It was really sharp and hurting them. It had never happened before and it caught the patient off guard. Yesterday it was not constant but this morning it was constant. The healthcare professional (hcp) instructed the patient to turn the ins off. The hcp said if the pain didn't stop with the ins being off then it was something else. The patient was at 3 v. This was a sudden change of symptoms. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the pain stopped when the unit was turned off.